Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a full hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopause ("menopause"), bladder sphincter atony ("bladder sphincter"), arthritis ("arthritis in my knees-bone") and bone pain ("bone pain"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the medical device removal, menopause, bladder sphincter atony, arthritis and bone pain outcome was unknown. The reporter considered arthritis, bladder sphincter atony, bone pain, medical device removal and menopause to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received-reporter, event: menopause and bladder sphincter. On 23-mar-2020: social media content received: reporter added. Event arthritis, bone pain were added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a full hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopause ("menopause"), bladder sphincter atony ("bladder sphincter"), arthritis ("arthritis in my knees-bone"), bone pain ("bone pain"), multiple allergies ("I was an allergic cripple") and metal poisoning ("heavy metal poisoning"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the medical device removal, menopause, bladder sphincter atony, arthritis, bone pain and metal poisoning outcome was unknown and the multiple allergies had resolved. The reporter considered arthritis, bladder sphincter atony, bone pain, medical device removal, menopause, metal poisoning and multiple allergies to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media received: new reporter and new event (allergy nos) were received on 23-mar-2020: information received via social media: added the new event 'heavy metal allergy. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a full hysto') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.